Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 167 mg/dl at the time of incident. Customer¿s mother report other blood glucose values were 478 mg/dl and 537 mg/dl. Customer¿s mother did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer¿s mother was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.